Event description:
Customer alleged while traveling with unit, it stopped working. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number (B)(4) rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare's territory business manager (tbm) called stating that the battery for the xpo100b portable concentrator was allegedly not charging. The battery had to be plugged into the wall to charge, but then the unit allegedly stopped working altogether. The consumer was traveling at the time and allegedly had to go to a hospital due to a lack of oxygen. The owners manual states on page 6, " invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining". It is unknown where the consumer was traveling and if the altitude differed from his home base. The owners manual states on page 10, "a change in altitude may affect total oxygen available to you. Consult your physician before traveling to higher or lower altitudes to determine if your flow settings should be changed". An additional warning is stated on page 18 of the owners manual, "never block the air openings of the product or place it on a soft surface, such as a bed or couch, where the air opening may be blocked. Keep the openings free from lint, hair and the like. Keep unit at least three inches away from walls, draperies, furniture, and the like.